Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a no delivery alarm. Customer stated they have changed the infusion set, site and battery, but the alarm persisted. The customer's blood glucose was unknown. Troubleshooting found insulin was able to exit during a fixed prime and the insulin pump alarmed no delivery. It was also found the insulin pump alarmed no delivery during a manual prime when a new reservoir and infusion set was applied. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.